Event description:
It was reported the button on the insufflator was stuck in the pushed on position. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional date: d9 the device was returned to olympus for inspection and the reported failure of button was stuck in the pushed on position was confirmed due to a damaged power switch. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure - expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.